Event description:
(B)(4) I was implanted with essure in (B)(6) 2008. I immediately began having issues such as severe pain. In (B)(6) 2009 I had an ablation to help ease pain and issues. That did not help any. I lost my insurance and was unable to follow up. For 6 years I dealt with the following: severe pain during cycle, pain during and after intercourse, heavy bleeding during cycle, severe cramps daily, headaches, utis, constant yeast infections. In (B)(6) 2015 I had a bilateral salpingectomy (tube removal). One of the essure coils had punctured through my tube and was in my uterus. I now have severe endometriosis, which I was never diagnosed with prior to receiving the essure implants. The pain continued after that surgery. In (B)(6) 2015 I had a hysterectomy to remove my uterus and cervix (lavh). I was doing okay then (B)(6) 2016 I began to have very severe pelvic pain. On (B)(6) 2016 I had to have a cyst removed from my left ovary along with removal of my left ovary. The cyst had grew adhesions that was connecting to my bowel and ureter. My doctor had to free up my bowel and ureter with cyst and ovary removal through an emergency surgery. I am still in pain and believe it is from essure and the pet fibers.